Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging that the patient experienced three seizures in a row over one year ago while using an animas insulin pump. The reporter stated the patient's physician discontinued the patient's animas pump because the physician believed the pump was malfunctioning. There is no record of a complaint of a malfunctioning pump reported to animas at that time. The patient was begun on another manufacturer's insulin pump per the patient's physician. The reporter stated that she was intending to donate the animas pump, but she ended up destroying the pump and did not provide further details regarding the destruction of the pump. The reporter stated at the time the patient experienced the seizures, the patient was hypoglycemic. The reporter stated she recalls taking the patient to the hospital via ambulance for treatment of each of these events. The reporter stated that she is unable to recall any further details of the reported events as it was a long time ago. This complaint is being reported because the patient reportedly experienced low blood glucose of unknown measurements, with seizures and was taken to the hospital for treatment of same. The patient's physician believed the pump malfunctioned, with no specific malfunction alleged. The pump was not available for troubleshooting by animas customer technical support as the reporter stated that she destroyed it.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.